Event description:
The patient reported that his doctor told him that he had an "extended version" of the product implanted. The patient also indicated that he was "losing the use of his legs" and is experiencing burning in his pelvic area. The patient reported that the symptoms have occurred since implant. The patient describes the pain as "bee stings" that only occur when the stimulation is on. The patient has not had any falls or trauma and was last in to see his hcp near the end of august. The patient was redirected back to their hcp. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.